Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received from a site. They reported that while in a cranial resection procedure, the navigation system screen went black and displayed an error. The issue occurred when the site loaded the patient, moved to registration and started initializing. They restarted the system and went back to the registration screen. When they started initializing, it displayed the error again. The surgeon continued the case without the navigation system. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. No further information provided.

Manufacturer narrative:
Software logs were returned to the manufacturer for further analysis. Functional and visual tests were conducted. Tests found that the reported issue is a result of a known software anomaly tracked under test track (B)(4). Files from this case will be added to the database. No further action required.